Event description:
It was reported customer opened the tray and the filter stray for the lidocaine had some type of brown/black goop inside the filter straw. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed. One filter straw accessory component was returned for evaluation. A dark, brownish material is visible within the clear tubing. The clear tubing was cut in order to inspect the material. The material appeared to be a resin-like material. Photos of the sample were forwarded to the manufacturing facility for further review and found the material to have likely been introducer during the manufacturing process. Since the affected device is a supplied component, the complaint is confirmed. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3474 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported customer opened the tray and the filter stray for the lidocaine had some type of brown/black goop inside the filter straw. No other information was provided.